Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a proctoscopy procedure performed on (B)(6) 2024. It was reported that the device was only used for x-ray spotting. When the clip was inserted at the level of the ileum, the clip closed but did not deploy. The device was stuck in the endoscope and the clip remained closed at the patient's mucosa. A manipulation of forceps was done in a vacuum to help remove the stuck clip. After five minutes, the clip was removed from the mucosa and the device was removed from the endoscope. No patient complications have been reported as a result of this event.